Event description:
A medtronic rep reported the hex screws on the site's clamp are damaged. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
The device manufacture date was unk as no lot number was provided. The device has not been returned to the MFR for eval.